Event description:
While attempting to raise the head of the bed, the area of the bed where the electrical cord enters into the bed began sparking and smoking. Patient was in the bed, but no harm was incurred. Bed was immediately unplugged and patient was transferred to another bed.